Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that during an embolization procedure, the coil detached in the microcatheter. The implant was positioned by flushing saline through the microcatheter. There was no reported intervention, patient injury, or health damage.